Event description:
Reason for revision: dislocation. Update aug 20, 2013 product/lot.

Manufacturer narrative:
DHR and sterile certificates analysis: the DHR and sterile certificates analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or failure investigation report. The products were sterilized by irradiation gamma, the values of irradiation indicated on the certificates of sterilization are in conformity with our specifications. No other analysis was possible because the products were not returned. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.